Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery. The physician advanced a 15mm x 1.50mm apex balloon to dilate the lesion. The apex balloon was inflated to 10atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).